Event description:
On (B)(6) 2022, the complainant contacted leica biosystems and the following information was documented: "last night tissue was put on, in the morning it came out that some biopsies are over processed and some are underprocessed. No errors, no solution was changed. Pathologist able to diagnose, but quality was not good." On (B)(6) 2022, the assigned leica field applications specialist-core histology (fas) visited the customer site to obtain further information in relation to the circumstances involved in this complaint. The fas documented that the affected patient tissue samples were derived from one (1) "12 hr xylene standard" protocol executed in retort b comprising 142 cassettes, which started at "5:49:00 pm (B)(6) 2022" and completed "6:00am (B)(6) 2022". The types and sizes of the affected patient tissue samples were documented as "all type of tissue" and "2mm to 5mm" respectively, with the tissue artefact detailed as: "some biopsies are over processed and some are underprocessed." On (B)(6) 2022, leica biosystems melbourne received information from the assigned leica field applications specialist - core histology that the tissue samples from all patient cases involved in this event were diagnosable.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs found the instrument functioned as designed during execution of the "factory 12hr xylene standard" protocol comprising 142 cassettes, which started in retort b at 17:49pm on 02 august 2022 and completed successfully at 06:00am on 03 august 2022, from which sub-optimal processing of patient tissue samples was reported by the complainant. The information provided details that the tissue types of the affected patient samples were "all type of tissue" and the sizes of affected patient tissue samples were "2 mm to 5 mm". Manufacturer evaluation of the service record for the instrument showed that a leica biosystems field service engineer (fse) was not dispatched to assess the operation and function of the instrument in association with this complaint. Section 8.2.1 of the leica peloris/peloris ii user manual details the recommended protocol duration for different patient tissue sample dimensions, including maximum thickness, and different example specimen types as follows: - the 1 hour protocol is recommended for tissue of 1.5mm diameter/maximum thickness and the following example specimen types: endoscopies and needle biopsies of breast and prostate. - the 2 hour protocol is recommended for tissue of <3mm diameter/maximum thickness and the following example specimen types: gi biopsies, renal; prostatic, hepatic and breast cores, punch biopsies of skin, small colonic polyps. - the 4 hour protocol is recommended for tissue of 3mm diameter/maximum thickness and the following example specimen types: small specimens of non-dense tissues (kidney, liver, bowel etc), excisional an incisional skin biopsies, skin ellipses. - the 6-8 hour protocol is recommended for tissue of 15x10x4mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions (excluding brain specimens). - the 12 hour protocol is recommended for tissue of 20x10x5mm maximum thickness and the following example specimen types: all routine cases up to maximum dimensions. Very thick fatty specimens may require a longer protocol. Manufacturer evaluation of the information provided determined that the root cause of the sub-optimal processing of patient tissue samples reported by the complainant was use of a protocol of inappropriate duration for the types and sizes of the patient tissue samples being processed. Specifically, the "factory 12hr xylene standard" protocol is not appropriate for processing "all type of tissue" of "2 mm to 5 mm" in size.